Manufacturer narrative:
It was reported that approximately after 2 months of stent deployment, it was found the stent being already fractured around the center and a proximal half of the fractured stent was already excreted with the feces, and re-occlusion has occurred at the stent placement part it was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the root cause since it is difficult to reconstruct the situation at the time of procedure, and the suspected device was not returned. However, based on the description, which was written that "stent being already fractured around the center and a proximal half of the fractured stent was already excreted with the feces", it is assumed that the stent was fractured due to the patient lesion's peristalses and pressure, and foreign substance such as foods, body fluids and so on. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture, occlusion." This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2020: dxdt2215 was placed between second part of duodenum and stomach for duodenal stenosis. Date of event: unknown the case was to place another dxdt2215 due to the re-occlusion at the stent placement part (placed on (B)(6) 2020). When seeing the endoscope, it was found the stent being already fractured around the center and a proximal half of the fractured stent was already excreted with the feces. Dxdt2215 was placed to finish the procedure as planned. There were no patient complications as a result of this event.